Event description:
A total of 22 defective neoconnect 60" (152 cm) enfit extension sets (pext-60nc) were found between may 18th and june 15th, 2020. The tubing sets were from 4 different lot numbers, but the same di/product/reference #s. The defective lots were as follows: 20191126, 20191218, 20191230, and 20200110. The caregivers found the enfit feeding extension leaking at the patient connection. All have been checked to make sure they were secured appropriately with no "tilting" or misconnection noted. Also that they were not "too tight" or "loose". Some have been noted to be cracked at patient side securement. Once we had 2 extensions that were compromised, we immediately notified our nursing staff to watch for others. Because our staff was aware, they have been able to catch the leaks early on so infants receive their full calories as ordered. They have worked with materials to pull those lot numbers as defective batches have been found. Only four patients are included in this reports although there were more affected. Breakdown of lot #'s: 20191126 - 8 total. 20191218 - 3 total. 20191230 - 3 total. 20200110 - 1 total. Unknown - 7 total (packaging not saved but connection/tubing was).